Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 7/23/99. On 8/9/99 she sought medical treatment for infection at the piercing site and was prescribed antibiotics. On 8/12/99 the site was incised and drained and medication was prescribed.